Manufacturer narrative:
Philips service replaced the mpdu control unit and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent failure in the mpdu control unit was detected during maintenance on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.